Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Patient information has been requested.

Event description:
The customer reported that weak battery inops were not heard/paged on (B)(6) 2017 between 04:00-07:00 for bed 31 5:1 and the patient expired.

Manufacturer narrative:
The issue was brought to the attention of philips field personnel at which time onsite evaluation of the device was performed. Information was provided that the information center external speakers had been disconnected due to "annoying alarms" and staff had been using their paging system as a source of alarm information. Further details provided found that the time of the event was 06:50 and the mx40 telemetry device had been alarming "weak battery" but staff did not recognize or respond to this alarm. After 10 minutes the mx40 turned off due to the depleted battery. At 08:00 the mx40 was noted to be disconnected from the sector. The patient death was indicated to have occurred between 07:00 and 08:00. The fse performed a functionality check of the central monitor and reconnected the device speakers. No other problem was found with the device. The fse performed a check of device functionality and found the speaker disconnected. He reconnected the speakers to restore audio. The device remains at the customer site. No malfunction is supported. A patient monitored via an mx40 telemetry device at the information center lost monitoring after a weak battery inop was followed by a replace battery inop which were not heard or immediately attended to by staff. It was determined that the speakers at the information center had been purposefully disconnected due to perceived nuisance alarms occurring. As a result, monitoring was lost once the mx40 battery became depleted and staff could not hear alarms at the central. The patient experienced a clinical event resulting in death. Misuse of the device is considered to have been a factor in that the speakers were disconnected and staff were expecting to hear alarms via a secondary alarm notification system instead. The central monitor speakers have since been reconnected to restore audio to the central. No further action or investigation is indicated at this time.